Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported difficult to withdraw and right iliac rupture was determined to be user related, due to the off-label use of the device in a patient with aiod and the cautionary product use condition of the iliac anatomy. There was no device malfunction found, rather, there was evidence of a procedure-related right iliac artery rupture caused by ballooning of a contiguous non endologix stent in the distal common iliac artery (off-label use of concomitant products). Additionally, the right hypograstric artery was intentionally occluded, which is an additional procedure-related harm. The final patient disposition was reported as doing well. A review of the device quality records shows that the device demonstrated compliance to established procedure and specifications at the time of manufacture. (B)(4).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx2 bifurcated stent graft was used in combination with non-endologix devices in an off-label aiod case. After extended distally in both iliacs with uncovered self expanding stents, the patient's pressure dropped due to ruptured iliac. An balloon was inflated on the ipsi side and the physician repaired the rupture with a viabahn self expanding stent. At the completion of the case, the patient was reported as well.